Manufacturer narrative:
As received, a partial lead was returned in two pieces. The reported events of broken suture sleeve and insulation damage were confirmed. Visual inspection found broken/ separated suture sleeve, compressed lead body insulation and inner coil due to overtighten suture. The anomalies were sustained due to procedural damage.

Event description:
It was reported that during the implant procedure, the suture sleeve broke and went through the left ventricular (lv) lead. The lead was replaced and a new lv lead was implanted (B)(6) 2021. The patient was stable.